Event description:
It was reported that the customer requested a review of the device logs to gather detailed about the concentration of an alteplase infusion which was allegedly programmed using basic infusion. It was also noted that it was running at 500ml/hr at some point. The customer noted that the surgeons mentioned that they ran the heparin drip too high and had to give protamine. The customer later provided the following information: the patient was a pediatric patient being treated in an adult hospital. The adult providers order the adult concentration of the alteplase intending to infuse 1 mg/hour and selected the ivpb on the pediatric drug library (which did not match in dose or concentration). They then calculated what the rate would be based on the bag they had in hand. So that¿s why the customer could not find a ¿basic infusion¿ on the report because it was actually in the alteplase guardrail, just the wrong one.

Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary. The report of an over-infusion of heparin was confirmed and determined to be due to user programming, based on the information provided by the facility. Analysis of the infusion report confirmed that a heparin infusion was programmed to deliver at a rate of 500 ml/hr. However, the detailed data does not include keystroke programming and has not been validated for log analysis purposes. The facility provided an image of an infusion report detailing the infusions administered on (B)(6) 2025; based on a review of the information provided in the infusion report, no infusions were programmed with a drug amount of 1 mg/hour. However, an infusion programmed at a rate of 500 ml/hr was observed, which aligns with the information reported by the facility. External and internal inspection of the suspect pump module could not be performed because the device was not returned for investigation. Laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. Inspection and testing of the incident administration could not be performed to determine if any issues existed with the primary set check valve since the incident administration was not returned for investigation. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Log review could not be performed because the devices, data set, and their associated logs were not returned, despite multiple attempts to retrieve them for investigation. Instead, the facility provided an image of an infusion report detailing the infusions administered on (B)(6) 2025; however, the detailed data does not include keystroke programming and has not been validated for log analysis purposes. The reported infusion was first programmed on (B)(6) 2025, at 7:53 pm with a drug amount of 19.8 units/kg/hr and a rate of 12.1 ml/hr. It continued into september 9, and at 12:24 am, the clinician started a new bag with the same drug dosing. The infusion was stopped at 8:30 am and restarted at 9:43 am with a rate of 500 ml/hr, which aligns with the information reported by the facility. The infusion continued until 10:14 am, when it was stopped by the clinician. The infusion report provided by the facility does not indicate the total volume infused or drug information. Additionally, device errors, malfunctions, and unit power-off times cannot be determined, nor does the report confirm whether additional infusions were programmed later in the day. Root cause. The root cause of the reported over-infusion of heparin was determined to be due to user programming, based on the information provided by the facility. It was confirmed that a heparin infusion at a rate of 500 ml was programmed by the clinician on the date of the event. However, the available data does not include keystroke programming and has not been validated for log analysis purposes. Inspection, log analysis, and laboratory testing of the devices and administration set could not be performed, as they were not returned for investigation.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer requested a review of the device logs to gather detailed about the concentration of an alteplase infusion which was allegedly programmed using basic infusion. It was also noted that it was running at 500ml/hr at some point. The customer noted that the surgeons mentioned that they ran the heparin drip too high and had to give protamine. The customer later provided the following information: the patient was a pediatric patient being treated in an adult hospital. The adult providers order the adult concentration of the alteplase intending to infuse 1 mg/hour and selected the ivpb on the pediatric drug library (which did not match in dose or concentration). They then calculated what the rate would be based on the bag they had in hand. So that¿s why the customer could not find a ¿basic infusion¿ on the report because it was actually in the alteplase guardrail, just the wrong one.